Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: silent rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who underwent breast augmentation revision with a mentor memorygel, 350cc silicone breast implant experienced bilateral silent rupture postoperatively. As a result, patient underwent bilateral replacements as follow: right/ product code 3503501bc; lot/serial number (B)(4), left/ product code 3503501bc; lot/serial number (B)(4) on (B)(6) 2022. This report relates to the right prosthesis.

Manufacturer narrative:
The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).